Event description:
Pt reported that he kept getting error 1 on their one touch profile meter. Medical affairs specialist spoke with the pt on 8/19/2003 and they stated that they started getting this error on the same day he reported it. Since pt was unable to check their blood glucose, they visited their dr. They did not remember the result on the dr's meter, but did stated that they were not treated with anything. They also stated that they do not take any insulin at home. Pt was experiencing blurry vision prior to testing on the meter and getting the error messages. The error 1 issue was not resolved with troubleshooting. This case is being reported as a meter malfunction.